Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient sample from the cobas e411 rack analyzer. On (B)(6) 2021, the hcg + beta result was 1334 miu/ml. On (B)(6)2021, the result was 0.722 miu/ml and was reported outside of the laboratory. This result was questioned. It was unclear if the same sample was used for this testing. The patient went to another laboratory and the result was higher. No specific data was provided. On (B)(6) 2021, the sample was repeated and the result was >10000 miu/ml with a data flag. The repeat result was believed to be correct. The reagent lot number was 55103601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2021. The signals were lower than expected. The qc recovery was outside of 2 standard deviations. The field service representative found a leak in the sipper. The tubing of the pinch valve, measuring chamber, and needle were replaced. The investigation did not identify a product problem. The cause of the event could not be determined.